Manufacturer narrative:
Investigation completed (B)(6) 2017. The serial number of the cam02 monitor was not provided for this complaint incident. The cam02 monitor serial number is required to complete a DHR review. The DHR review will be completed during the failure analysis if the serial number becomes available. Based on the complaint description a review of cam02 monitor customer complaints was completed using the following key words ¿taken out of commission¿ in the search criteria. The review encompassed from dates (B)(6) 2016 to (B)(6) 2017. A total of 154 complaints were reviewed of which this is the single complaint identified. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.0003% (3 x 10-5) (remote) of procedures. This complaint evaluation addressed the customer reporting a second instance of a failure at the facility a complaint was initiated the device and accessories used at the time of the first occurrence of the complaint incident: cam02 monitor, camcable, catheter. The devices were evaluated per each complaint. The evaluations did not verify the complain as valid, the cam02 monitor and the camcabl were verified as performing to specification. Therefore, an investigation for cause was unable to be performed. The customer did not return the catheter for evaluation - the complaint was closed to no product return. Based on the complaint evaluations as mentioned above. No further review is deemed necessary; the returned product was investigated but the evaluation was unable to conclusively verify the complaint as valid, the cam02 monitor and the camcabl were verified as performing to specification and not the cause of the complaint incident. Therefore, an investigation for cause was unable to be performed. Future incidents of this nature will be documented for recurrence and trending purpose.

Event description:
The customer had another issue with a cable or the intraventricular microprocessor catheter. The monitor and the cable have been taken out of commission. It is not quite known which of the devices caused the issue. Efforts were made by integra to reach out to the customer but customer has declined to provide additional information, follow up, and in-service help. Linked to mfg. Report number: 3006697299-2017-00139.